Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming functionality testing with service code 203. Upon evaluation, there were broken solder connections at the u900 (analog mux) and u901 (quad micropower op amp) components on the monitor c/a board. The cause of the incoming test failure is the broken solder connections. The root cause of the broken solder connections cannot be positively identified. No adverse event resulted from the defective monitor.